Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system intermittently shut down during a case. No pt injury was reported.